Event description:
It was reported that patient presented to the ER after receiving inappropriate therapy due to oversensing of p waves. Programming changes were made, and the patient will be monitored.

Event description:
New information received notes that the patient presented to the ER after receiving inappropriate hv therapy due to far p wave oversensing. The device was reprogrammed. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.